Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to product concern. Device has been explanted.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: opening, white particle in the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to product concern. Device has been explanted.